Manufacturer narrative:
H3: visually, there was no damage in the construction of the device. There was contamination compacted onto the distal diamond grit tip and on the distal outside diameter of the outer tube. Functionally, the inner assembly spun freely by hand with no binding. The bur fit securely into a handpiece and ran in forward mode at 30,000rpm with no issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during ess procedure the water stopped coming out midway. Perhaps because of that effect, the tip of the bur got burnt. Upon checking the irrigation tube, breakage was found. There is no known patient impact.